Manufacturer narrative:
An event of pericardial effusion was reported. Information from field indicated that the patient had difficult anatomy and that there were several repositioning attempts made which may have contributed to the reported event. Field also indicated that pericardial effusion was resolved its own. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."h6 medical device problem code: code 2682 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20 july 2023, a 25mm and 28mm amplatzer amulet left atrial appendage occluder were chosen for a left atrial appendage occlusion (laao) using a 14f amplatzer amulet delivery sheath. During procedure, 10000 iu heparin was administered. The physician tried to implant 25mm first and 28mm second using the same delivery system. The device was fully recaptured and replaced with a 28mm amplatzer amulet left atrial appendage occluder using the same delivery system. Physician was aware of the IFU warning. During the second attempt, after several attempts of repositioning a pericardial effusion was showed on transesophageal echocardiogram (tee). Due to difficult anatomy of patient's left atrial appendage, both devices were not implanted and no stable position was reached. The patient remained hemodynamically stable and no further treatment of the effusion was performed. The procedure was aborted. There was no clinically significant delay in procedure. Pericardial effusion was resolved its own. The patient was reported as stable.